Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rising blood glucose after a supply change when the tubing had not been filled and later a bent infusion set cannula was observed upon removal; insulin delivery was resumed after guidance, and subsequent full supply replacement resolved the issue, with glucose decreasing from a peak near 395 mg/dl to 125 mg/dl. Symptoms included dizziness associated with hyperglycemia. Outcomes included no hospitalization, no emergency intervention, and recovery after supply replacement and manual insulin administration. Investigation included technical support troubleshooting, user education on fill tubing and supply change, and follow-up calls. Investigation of this case revealed an infusion set issue evidenced by a bent cannula and initial improper tubing fill, which impeded insulin delivery. It was concluded that hyperglycemia occurred due to interrupted insulin delivery related to infusion set and setup issues, and the event resolved after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.